Manufacturer narrative:
This report is being filed based on the analysis of the device received on october 5, 2021, which revealed a core wire fracture. As received, the specimen consisted of one-1 each safari2 275cm xsml crv; returned coiled, loose with the distal tip lodged within the j-straightener/introducer, and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The distal tip of the specimen wire is lodged within the introducer and has sustained a fracture of the core wire near the distal tip joint with subsequent stretching of the outer coil wraps, exposing 8.10cm of the metallic core in the small diameter curve region proximal of the fracture. In addition to dried blood-like material within the lumen of the introducer and on and between the coil wraps, the distal tip region presented offset/overlapping coil wraps. The specimen presented several kinks/bends scattered over the length of the specimen. The proximal aspect of the core wire fracture presented indications of ductile, tensile overload. The as received condition of the specimen (distal tip lodged within the introducer) is not noted within the documented event description. As noted in the device instructions for use (dfu), operational instructions: prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks which may have occurred. Do not use a wire which has a damaged tip. Damage will hinder the performance of guidewire. Inspect and prepare the catheter according to the manufacturer's instructions. This includes flushing the catheter to be used with heparinized saline solution. Verify compatibility of interacting devices prior to use. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
The dr. Stated that the wire came completely unraveled. The device was replaced with a different model and the procedure was completed successfully. No patient complications. Additional information received on october 18, 2021: the wire unraveled as the doctor unsheathed it from the housing so it was discarded for another wire.